Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The introducer sheath was inspected, and no anomalies were noted, the twist lock had been opened. The main coil and delivery wire were interlocked inside the introducer sheath. The main coil was inspected and was found kinked and stretched. The delivery wire was inspected, and no anomalies was noted. No more damages were found. The main coil and delivery wire were advanced through the introducer sheath without problems, no resistance was felt. Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil was performed and observed that the outer diameter (od) of the zap tip and primary coil, and the no. Of distal fiber bundles were within specification. However, there were lacking no. Of proximal fiber bundles.

Event description:
Reportable based on device analysis completed on 17feb2021. It was reported that the coil could not detach. The stenosed target lesion was located in the renal artery. A 10mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil could not detach in the catheter and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed lacking fiber bundles.